Event description:
Throat, stomach, eat sensitivities and sudden issues, allergies, food intolerances, swollen lymphs, (eyes) light and sound sensitivities, tiredness, body odors, night sweats, hair loss, skin dryness, skin bumps, swollen gums, low libido. FDA safety report ID # (B)(4).